Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. An iliac branch component was implanted on the left side, and an iliac extender endoprosthesis was implanted distally to extend the external iliac leg of the iliac branch component. On (B)(6) 2022, a follow-up exam reportedly revealed ankle brachial index (abi) had decreased from 0.82 (measured one-week post-procedure) to 0.52. Additionally, the external iliac leg of the iliac branch component side was noted to be occluded. According to the report, the iliac extender endoprosthesis which was implanted distally of the external iliac leg may also have been occluded. The left internal iliac artery was reportedly patent, and no symptoms of ischemia were identified. The physician will continue to monitor the patient. If symptoms appear, then the physician will consider femoro-femoral bypass. The physician made the following comments: the diameter of the external iliac artery was adequate. The patient¿s medical history included peripheral artery disease (popliteal artery stenosis). Blood flow of the deep femoral artery was secured, and preoperative abi was normal. The patient developed deep vein thrombosis due to long-term inactivity after a bone fracture. The patient takes a steroid as treatment, which might have been related to thrombus tendency. The iliac extender endoprosthesis was implanted from about 1.5cm below the flow divider of the iliac branch component. It might have been better that the iliac extender endoprosthesis was implanted from the flow divider.